Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported 'flow error' could not be reproduced due to a system error 105. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a flow error during testing in the biomed service department. There was no patient involvement. No additional information is available.